Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode delivered inappropriate shock therapy while the patient was playing football. The clinician team believes it was sinus tachycardia and have adjusted the shock zone up to 250 bpm. Technical services was also consulted and noted the subcutaneous implantable cardioverter defibrillator (s-ICD) showed intermittent double-counting due to small signals. Besides the shocks, no other adverse patient effects were reported. This electrode remains in service. Dom = (B)(6) 2017.

Event description:
It was reported that this electrode delivered inappropriate shock therapy while the patient was playing football. The clinician team believes it was sinus tachycardia and have adjusted the shock zone up to 250 bpm. Technical services was also consulted and noted the subcutaneous implantable cardioverter defibrillator (s-ICD) showed intermittent double-counting due to small signals. Besides the shocks, no other adverse patient effects were reported. This electrode remains in service.